Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no product or photo was returned by the customer. The customer complaint of, clamp issue / damage related to clamp, could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5304 lot number 21015854 was performed. The search showed that a total of 12,803 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the pressure rated ext, removable IV connec experienced a loose tubing clamp. The following information was provided by the initial reporter: there is an issue with one of the conversion items. The docs in or are saying that the clamp on this product is clamping with little effort so it is closing when they don¿t need it to, causing issues.